Event description:
During an in clinic follow-up, high capture threshold, high pacing impedance and noise was observed on the right ventricular (rv) lead. Pocket manipulation testing was performed and the event was not reproducible. The device was reprogrammed to resolve the event. At a later date, it was reported that the lead was capped and replaced to resolve the event and the patient was in stable condition.